Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
It is reported that the product did not spin properly to remove clot secondary to the shaft fracturing during usage. No patient injury is reported. Evaluation summary: upon initial examination of the returned device, it was observed that the dispersion wire was broken into 3 segments. The dispersion wire was broken at the 0.65cm from the tip of the hypotube. The 2nd segment of the dispersion wire broke at 4.85cm. The 3rd broken segments of dispersion wire remains inside the catheter. All dispersion wire component are accounted for. Severe kink was observed on catheter at the tip of the strain. Smashed/dent (crimped by hemostat) was also observed 4.85cm from the tip of the strain relief. Odu was received with the switch on position. No led light illuminating or power on the odu motor. The battery was drained. No other issue was found.